Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The balloon was removed from the patient's body without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.